Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post-implant defibrillation threshold (dft) testing was unsuccessful in cardioverting the patient requiring 4 external shocks to convert the patient to sinus rhythm. It was later noted that the patient also developed a pneumothorax following implant. Boston scientific technical services (ts) discussed anaesthesia may impact dfts in addition to the patient's pneumothorax and advised additional testing after the patient's condition has had time to improve. Recommendations were also provided should the physician elect to revise the patient's system. The patient later underwent a second dft test after complete resolution of their pneumothorax. Testing was carried out with successful cardioversion with an 80j shock with improved shock impedance measurements compared to implant. No additional adverse patient effects were reported. This system remains in service.